Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 97mg/dl. During troubleshooting, the customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer indicated that they could not troubleshoot further and customer was advised that replacement reservoirs would be sent.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.